Event description:
Related manufacturer report number: 2916596-2022-13464. It was reported that the patient was in the clinic on (B)(6) 2022 when driveline fault alarms and low voltage advisories were found. A log file review revealed 3 isolated driveline faults on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. Additionally, a few low power hazard alarms were from normal battery depletion. Additional information revealed exposed wires on the patient's white power cable which alongside the black power cable had a rescue table. The patient reported that the batteries on the patient's white power cable drained faster than the batteries attached to the black power cable. A controller exchange was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion. Review of the log file provided by the account confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. The submitted log file captured 3 isolated driveline faults in phase 3 on 31jul2022, 01aug2022, and 08aug2022. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No other atypical events were captured, and the pump operated as intended. The account reported that the patient experienced a driveline fault. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii lvas IFU, rev. H, and the heartmate ii patient handbook, rev. G, are currently available. The heartmate ii lvas IFU lists the adverse events that may be associated with the use of heartmate ii left ventricular assist system. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as, how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 22dec2015. No further information was provided. The manufacturer is closing the file on this event.